Event description:
Unknown- "user experienced difficulties to close the handle. Clips do not hold in place." Patient status: ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the customer's experience with rough trigger actuation. The unit was disassembled for further evaluation and it was noted that an internal component had been damaged, causing the clips to not close correctly. The exact cause of the damage is unknown; however, the internal damage may occur if the jaws are closed over a rigid object such as another clip or over a staple line. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.